Event description:
The customer reported via phone call that the insulin pump alarmed button error while he was sleeping. When the customer tried to bolus, the numbers kept scrolling. Customer's blood glucose level was 208 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No ramping numbers noted on the display. Insulin pump was received with cracked reservoir tube lip, cracked case near display window corners, minor scratches on display window, and stained end cap sticker noted.